Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access & delivery catheter was used in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) for stone extraction procedure performed on (B)(6) 2017. According to the complainant, during the procedure, while advancing an electrohydraulic lithotripsy (ehl) probe through the spyscope, the working channel sleeve protruded . Reportedly, no part of the device detached. The procedure was completed with another spyscope digital access & delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.